Event description:
International affiliate reports the cannula broke at the entrance of the pedicle during its removal after the vertebroplasty. The broken tip remains in the patient. The difficulty resulted in a delay of ten minutes to the procedure with no impact to the patient.

Manufacturer narrative:
The device is not available for evaluaton. A follow up report will be file upon completion of the investigation. Device not available for evaluation.

Manufacturer narrative:
No conclusions can be made as the needle is not available for evaluation. Review of the device history record found no discrepancies. The product was released accomplishing all quality requirements. No other complaints have been reported for this lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.